Event description:
It was reported that during surgery the bottom biting lip of the instrument broke off. There were no patient complications reported with this event.

Manufacturer narrative:
Additional information: product was returned. The lower jaw is broken off at the base of the fixed jaw. Optical examination discovered a quasi-brittle fracture, with morphology suggesting the direction of the fracture. Deformation noted adjacent to the fracture initiation area, consistent with bend stress overload. The location, direction and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.